Manufacturer narrative:
(B)(4). Initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
(B)(4). Customer stated verbally that the circuit was leaking gas. Customer reported that "this is a patient safety issue". On (B)(6) 2015 customer states the following via email. "Yes the circuit passed the pre-operational leak test. The problem was identified when the end-user became nauseated and had a headache, i.e., being anesthetized". Patient impact or harm has been identified by the following: "potentially could have had an anesthesiologist knocked out while patient was under general anesthesia. Anesthetic was going into the room air of surgical suite.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Manufacturer narrative:
(B)(4) unfortunately, no sample was available for evaluation; therefore the issue reported could not be confirmed. Since the sample was not available to proceed for sample evaluation, it is no possible confirm if personnel contribute with the failure mode. The manufacturing procedure states the proper controls to run the product. In addition, our quality personnel perform a sampling by performing a visual and functional inspection according to procedure of inspection. Without a sample is not possible to determine if material contributed with this failure. It is not considered that the equipment is related with the failure mode. It is not considered as an environmental issue. It is not considered that design is related to failure mode. Based on the investigation, at this time it¿s not possible to determine a root cause for the issue reported on product since the sample was not available for evaluation. Even though the issue reported could not be confirmed since sample was not available for evaluation, personnel were notified to be aware of this type of failure mode.